Event description:
It was reported that during a pph procedure, the device cut, but did not fire staples. The surgeon said he had squeezed the handles together and thought he had heard the crunch. Afterward, the plastic washer was still intact. No patient consequences. The case was completed with sutures.